Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which the customer stated that the device leaked 5-fu (fluorouracil) after 6hr of infusion. There were cracks noted on the tubing set and it was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital. There was no spillage or drug exposure to the patient or staff. There was patient involvement but no harm was reported as consequence of this event. No further information is available.